Event description:
It was reported that error 52: "main panel failed to respond within designated time" displayed, a black screen was observed when the device was started, and a laser energy decay occurred. There was no patient involvement.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that error 52: "main panel failed to respond within designated time" displayed, a black screen was observed when the device was started, and a laser energy decay occurred. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.